Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pegasus yel 24ga x 0.75in prn-cap y has been found experiencing leakage after use. The following has been provided by the initial reporter: after retract the needle, it's noticed that a little blood on the needle cap.

Manufacturer narrative:
H.6. Investigation summary in response to the event reported by your facility a device history review was conducted for lot number 8302691. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It has been reported that one pegasus yel 24ga x 0.75in prn-cap y has been found experiencing leakage after use. The following has been provided by the initial reporter: after retract the needle, it's noticed that a little blood on the needle cap.